Event description:
The device was used during an esopheagel diverticulectomy procedure. Reportedly, the instrument misfired and was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occured.